Event description:
The customer reported that no alarms were being provided by a 78834c monitor.

Manufacturer narrative:
(B)(4) the customer called the solutions center (sc) and reported that the 78834c monitor alarm was not working. No patient incident/injury was reported. The sc technical support engineer sent the product end-of-support letter to the customer via e-mail. No troubleshooting was performed. This is being considered a device malfunction based on the customer's statement that the alarm was not working. Note that the m78834c monitor is no longer supported. The end-of-support date was (B)(4) 1996. No further investigation will be performed for this out-of-support product as no replacement parts are available for troubleshooting or repair. (B)(4).